Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported "pain". Healthcare professional later reported "capsular contracture, baker grade iii and several simple cysts". Healthcare professional later reported "capsular contracture, baker grade IV and rupture". This record is for the right side. Device remains implanted.